Event description:
It was reported that the subject programmer intermittently displayed an error message on startup that indicates manager.exe encountered and error and needs to close. After the message is dismissed, the programmer manager software is not active and the programmer is unusable.

Manufacturer narrative:
Please refer to the investigation report. (B)(4).

Event description:
It was reported that the subject programmer intermittently displayed an error message on startup that indicates manager.exe encountered and error and needs to close. After the message is dismissed, the programmer manager software is not active and the programmer is unusable.